Event description:
Customer reported that their sensor glucose readings were significantly higher than their blood glucose readings. Customer stated that their blood glucose reading was 6.7 mmol/l while the sensor read 11 mmol/l. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.